Event description:
It was reported that a hair coiled inside of the sterile package was observed before use. There were no patient complications reported. An additional sealed unit was sent back from the customer because it was the last catheter from the same reported lot number.

Manufacturer narrative:
One catheter was returned out of the pouch but the tray was still sealed by the tyvek cover. Examination found what appeared to be a hair approximately 8 inches long inside the sealed tray. An additional sealed unit same model and lot number was returned and examined. This catheter was sealed inside the pouch and tray. The sample was examined and there was no contamination found inside the tray.